Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultrasmart meter had a cracked display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began less than a month prior to contacting lfs. The patient manages his diabetes with insulin (self adjuster); however, the patient's mother denied the patient took any action in response to the alleged issue. According to the csr's documentation, the patient reportedly "felt like he was going to pass out" a few hours after the alleged issue occurred. Per patient's mother, less than a month prior to contacting lfs, the patient obtained a blood glucose result of "38mg/dl" with the emergency room's (ER) meter and was administered IV glucose as treatment by a health care professional (hcp). At the time of troubleshooting, the csr noted the patient's mother did not have the patient's testing supplies available, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient's mother claims the patient was unable to test his blood glucose due to the alleged issue. The patient was possibly treated by an hcp for severe hypoglycemia after the alleged issue began.